Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: migration, malposition.

Event description:
Healthcare professional, through the national breast implant registry (nbir), reported right side "device migration/implant malposition". The device was explanted and replaced with a non-abbvie device.